Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted. Section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted. Section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation as the lens remain implanted in the eye. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded intraocular lens was damaged during the advancement in the loader. Additional information indicated that the lens did not advance correctly in the loader, causing it to become stuck in the cartridge. A backup lens was requested by the surgeon and was immediately opened and inserted without further incident. Viscoelastic used was at room temperature. There were no reports of patient injury or harm, and no further information was provided.